Manufacturer narrative:
Date of event: exact date unknown, event occurred in approximately four months after the implant procedure. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7073635/7073634; product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, batch: 27053392.

Event description:
It was reported that the patient was having difficulty charging the ipg. It was noted that the patient experienced muscle spasms, undesired and inadequate stimulation. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not released by the hospital so they will not be returned.